Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Blood glucose was 500 mg/dl and current blood glucose was 248 mg/dl. Customer was assisted with changing the set. The insulin pump will not be returned for analysis.